Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the procedure. Attempts to obtain additional information have been made, however, our attempts have been unsuccessful. The liquid embolic material was reported to have performed as intended, as indicated by successful embolization within the intended treating locations. The thrombophlebitis was reported to have been treated with antibiotic. The cause of the thrombophlebitis cannot be reliably determined. There is no reasonably suggestion that a malfunction or quality deficiency of the liquid embolic material occurred during the treatment procedure. There is no evidence suggesting that the material was defective, but rather a post procedure related event. The most likely cause of the reported event may have been due to hemodynamic changes induced by the embolization and the patient¿s initial medical condition. However, the exact cause remains unknown.

Event description:
Medtronic received that post the third embolization ((B)(6) with 40 vials) procedures for a brain fistulas, the patient developed thrombophlebitis in multiple location within the treating location. The patient was placed on antibiotics.